Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/20/2024, the patient experienced a skin reaction with pimples and blisters, underneath the sensor pod area only. The reaction was treated with a prescription of an unspecified topical cream, and a prescription of oral antihistamine tablets (brand unknown). At the time of the report the patient stated that the symptoms had improved with the treatment. No additional patient or event information is available.